Event description:
It was reported that during a procedure to remove a blood clot in the m2 vessel using the captive technique, the subject stent retriever encountered resistance while advancing through a micro catheter and got stuck. Patient anatomy was average in tortuosity. When the physician pulled the subject stent retriever's delivery wire, the stent part fractured on the first attempt and remained in the skull. The physician has no memory of drawing the delivery wire so strongly. The physician tried to remove the fractured portion using a snare device but was unsuccessful. Procedure was not completed successfully and there are no plans to remove the fractured portion of the subject stent retriever from the patient's anatomy. No additional medication was given due to this event and patient condition is unknown. No further information is available.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. On initial inspection the device was received and reported lot number was confirmed from the returned packaging. On visual/ microscopic inspection, there was kinking and stretching noted to the distal 20 cm section of the core wire. The retriever was broken/fractured from the core wire and not returned. A functional test was unable to be performed as the retriever was detached and not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is probable that procedural or anatomical factors encountered during the procedure contributed to the reported stent retriever becoming loose and separate during the procedure. An assignable cause of procedural factors will be assigned to the as reported defects retriever fracture/broken during use, un-retrieved device fragment and retriever difficult/unable to go through catheter shaft and the as analyzed defects retriever coils damaged (kinked & stretched) and retriever core wire broken during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a procedure to remove a blood clot in the m2 vessel using the captive technique, the subject stent retriever encountered resistance while advancing through a micro catheter and got stuck. Patient anatomy was average in tortuosity. When the physician pulled the subject stent retriever's delivery wire, the stent part fractured on the first attempt and remained in the skull. The physician has no memory of drawing the delivery wire so strongly. The physician tried to remove the fractured portion using a snare device but was unsuccessful. Procedure was not completed successfully and there are no plans to remove the fractured portion of the subject stent retriever from the patient's anatomy. No additional medication was given due to this event and patient condition is unknown. No further information is available.